Event description:
The facility reported 4 incidents involving a flo-guard infusion pump with a clearlink solution set. Reportedly, "the bag empted air started going into the tubing, but there was no air alarm." And "with some of the pts, they caught it. Some of them there was a little blood backed up into line." No injury was reported. No add'l info available. The remaining three incidents are being reported in medwatch#'s 6000001-2006-02463, -02465, -02462.

Manufacturer narrative:
The device is not available for eval. The facility reported that they currently have 36 flogard, 6201, and all of the pumps have been recently serviced by baxter. Similar incidents have been received for this product code. This issue is being investigated under mdq-(B)(4). The CAPA was opened 2/13/06 and is in the investigation stage.